Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and active current measurement. However, the insulin pump failed the sleep current measurement due to moisture damage on the electronic assembly. The insulin pump was received with a cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring issue and rejected new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.